Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the bellavista 1000 has blue screen issue. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: log files received. According to the customer, the issue has been resolved. It was due to one calibration not saved. Repeated the complete calibration and the unit is working fine. Therefore, the exact root cause not established. It is most likely that the epc is causing the issue. Main electronics replaced.